Event description:
It was reported to boston scientific corporation that an injection gold probe hemostasis catheter was used during an esophagogastroduodenoscopy (edg) procedure on a female patient. According to the complainant, when cautery was attempted on a bleeding ulcer, there was no power to the device. All the connectors were checked and nothing was found out of place. The procedure was completed by using another type of needle to stop the bleeding. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as fine.

Manufacturer narrative:
The reported lot number could not be matched to the reported device. Therefore, the device manufacture and expiration dates are unknown. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc reference will be filed.